Event description:
The customer was hospitalized for dka. Troubleshooting was performed. The pump passed the functional testing. The customer feels the pump is fine and the hospitalization was due to a bad site.